Event description:
A surgeon reported that air came into a patient's eye during a procedure even though air had not been selected; this interfered with the surgeon's visibility. The problem was solved after the product was replaced. There was no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is one of two complaints reported against the finished goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address reports of a similar nature. (B)(4).